Event description:
In december 2005, the package was opened and found to contain an incorrect device. Since no other size 3 natural hip was available, the surgeon opted to cement a smaller size 2 natural hip into the site that had already been prepared for a press fit of the larger implant.